Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 17 mmol/l. The customer explained that the alarm had been resolved by an infusion set change. The customer was able to continue with insulin pump therapy at the time of the call. The customer stated that he was in the hospital. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.